Event description:
It was reported by an attorney that the patient underwent an unknown surgery on (B)(6) 2020 and absorbable hemostat was used. It was reported that the patient experienced paralysis and spinal cord compression.

Manufacturer narrative:
Product complaint #: (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.